Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non tortuous and non calcified iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation within specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status wa stable.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non tortuous and non calcified iliac artery. A 10.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation within specified pressure, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status wa stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A visual and microscopic examination identified a balloon longitudinal tear beginning approximately 10mm distal of the distal markerband and extending approximately 55mm proximally across the balloon material. The balloon tear was then noted to extend circumferentially in a partial tear across the balloon material from the proximal end of the longitudinal tear. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and tactile examination identified no issues with the tip of the device that could have contributed to the complaint incident. No kinks or damage was noted to the shaft of the device. No other issues were identified during the product analysis.